Event description:
The customer reported this right atrial lead exhibited out of range impedance measurements of greater than 2500 ohms. It was also noted at the device change out, that there was an insulation break created from coiling the leads behind the device. The configuration was changed to vdd mode, and the lead was left in service. No adverse patient effects reported. The lead remains actively implanted for approximately 8 years, 9 months.

Manufacturer narrative:
The lead remains actively implanted; as a result, the clinical observation cannot be confirmed. There is no additional information related to this event available to the company at this time. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.